Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) "2018." It was reported on (B)(6) 2018 that the patient underwent a pump exchange. The reason for the exchange was thrombus.

Manufacturer narrative:
Thrombus was confirmed in the evaluation of vad-17341. The pump was returned with the percutaneous lead (driveline) severed approximately 4.5 inches from the pump housing and the severed portion of driveline was returned in 2 pieces. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup, the inlet bearing ball, and the inlet section of the rotor. The thrombus rings appeared to have evidence of laminated layering, which was an indication that they developed over an undetermined time while the pump was operating. Portions of the rings were similar in color and structure and were likely a single formation prior to the disassembly of the device. Examination of the proximal side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition had evidence of denaturing and the circumferential contact marks on the outlet cone section of the rotor indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Corrected information: it was initially reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The patient was actually implanted on (B)(6) 2015.